Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. Beginning on an unknown date, the patient stated that their stimulation turns off on its own at different times and different positions. There were no environmental/external/patient factors that may have led or contributed to the issue. The rep has not performed an diagnostics/troubleshooting or performed any actions to resolve the issue as they will see the patient on (B)(6) 2018. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-04. The rep could not determine the cause of what was happening. The patient only had one program and adaptive stimulation (as) turned on. The rep copied that program on another group without as to see if that was the issue. The patient was to call them if they had issues and they haven¿t heard from them. No further complications were reported/are anticipated.